Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. The device failed a test performed during the remediation at the manufacturer repair center as the low-pressure oxygen line flow did not reach the lower limit of the tolerance. Investigation revealed that the cause was a failure in the aecm.